Event description:
It was reported that the core wire became twisted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and before the final release the physician attempted to bring the wds sheath closer to the device, but twisted the core wire. Releasing the closure device from the core wire took several extra rotations, but ultimately the closure device was successfully released. The device was successfully implanted in the laa of the patient and there were no patient complications that were reported to have occurred.